Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter broke in half and remained inside patient's body. The very stenosed target lesion was located in the iliac artery. A 90cm rubicon¿ 35 guide catheter was selected for use. Upon withdrawal, it was noted that the catheter broke in half and a part of the catheter was left inside the patient's body when tried to pull out the device. A stent was then advanced and stented the broken part of the catheter against the vessel wall. The procedure was completed with a different device. No further patient complications were reported and patient was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 95% stenosed target lesion was located in the highly calcified non-tortuous iliac artery. It was also confirmed that there were no attempt made to retrieve the broken part of the catheter as the physician felt that he could not retrieve it; stenting was the only option. An express ld stent was then used to stent the broken catheter.